Manufacturer narrative:
The cobas e 801 analytical unit serial numbers were (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hbsag ii results from two cobas e 801 analytical units. The results were discrepant between a heparin tube and a serum tube of the same sample ID. Refer to the attachment to the medwatch for all patient data.